Event description:
Once reconstituted one of the syringes was white and had solidified. The syringe was unable to be plunged. It was tried multiple times but could not be used. A second syringe was obtained.